Event description:
Patient reported that an unknown xia rod in the sacral back region fractured 25 months post-operatively. The rod will remain implanted due to bone erosion by cancer and radiation.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per instruction for use: the surgeon must discuss all physical and psychological limitations inherent to the use of these devices with the patient. This includes the rehabilitation regimen, physical therapy, and wearing an appropriate orthosis as prescribed by the physician. Particular discussion should be directed to the issues of premature weight bearing, activity levels, and the necessity for periodic medical follow-up. The surgeon must warn the patient of the surgical risks and make aware of possible adverse effects. The surgeon must warn the patient that the devices cannot and do not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implants can break or become damaged as a result of strenuous activity or trauma, and that the devices may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the devices. Adverse effects while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Bending, disassembly or fracture of any or all implant components. Fatigue fracture of spinal fixation devices, including screws and rods, has occurred. Delayed union or nonunion: internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. The degree or success of union, loads produced by weight bearing, and activity levels will, among other conditions, dictate the longevity of the implant. If a nonunion develops or if the implants loosen, bend or break, the device(s) should be revised or removed immediately before serious injury occurs. As the device was not returned and x rays were not provided, a definite root cause cannot be determined. Per the IFU, the patient's repeated trauma while the devices were implanted (2 car accidents and repeated falls) along with the length of implantation possibly contributed to the event.

Manufacturer narrative:
Remains implanted.

Event description:
Patient reported that an unknown xia rod in the sacral back region fractured 25 months post-operatively. The rod will remain implanted due to bone erosion by cancer and radiation.